Manufacturer narrative:
This event occurred during the unspecified date of 2019. Should additional relevant information become available, a supplemental report will be submitted,

Event description:
It was reported that there was particulate matter (pm) observed within an empty 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as what looks like fragment of plastic that made the device impossible to use. The pm was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between june 02, 2017 and june 03, 2017. The device was received for evaluation. Visual inspection was performed and found that the additive port top end of the fill port tubing was detached from the inside of the bag and protruding outside in front of the bag. Magnified inspection could not verify the reported issue. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.